Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed full data synchronization. A field service engineer performed data synchronization. All patient names appeared successfully after the data synchronization was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer had failed and was disconnected mode. The customer stated that a malfunction occurred when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.